Manufacturer narrative:
The device was evaluated at the customer site. The side door switch was adjusted because the door, when it closed, was not hitting it, preventing the door for going from door open to door closed. The system was then tested and passed all tests. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a tlif case, the imaging system gantry door would fully close but the site was unable to take a spin. They were able to tap the gantry door where it closed and a 2nd spin was taken. The issue reoccurred and they had to squeeze the door together in order for the system to take a third spin. This delayed the case 10 minutes. There was no impact to the patient.

Manufacturer narrative:
(B)(6).